Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation and the reported stent dislodgement were able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, de novo, proximal diagonal artery. An unspecified stent was implanted in the left anterior descending (lad) artery. A second unspecified guide wire was advanced to the diagonal. Two balloons were advanced over the two guide wires for kissing balloon post-dilatation of the stent in the lad and dilatation of the diagonal. The balloon catheter was removed from the diagonal and a 2.75 x 15 mm xience xpediton stent delivery system was advanced but could not cross. It was noted that the stent implant dislodged when it was removed from the anatomy and the stent struts were flared. A new unspecified balloon catheter was placed in the lad and a new unspecified stent was advanced to the diagonal where kissing balloon post-dilatation of the lad-diagonal was performed and the stent was implanted without issue to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.